Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had moved lower since implant. The patient did not like the current position and requested that the device be shifted lower. A pocket revision was performed to move the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient complained of restrictive arm movement and pain following the pocket revision. The patient was noted to have underlying shoulder issue that could cause pain. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.